Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as insulin pump had software error detected alarm during bolus. Customer's blood glucose value was 49 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer states they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states the insulin pump able to passed a self-test. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.